Event description:
Reportedly, during the implantation procedure: no click sound of the screwdriver was heard when connecting the atrial lead even after a second attempt. The pacemaker involved in this MDR report was not implanted and returned for analysis. Another pacemaker was implanted without anomaly.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the us. In response to the warning letter that the us FDA issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specs. The damages sustained to the set-screws are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 5. Subsequent rotation with the torque screwdriver can lead to stripping of the upper portion of the set-screw cavity. As a result, it can become difficult to appropriately engage the set-screw with the screwdriver. This, in turn, can prevent the adequate tightening of the lead and verification by the associated "click sound" of the screwdriver, as was reported by the physician during the connection attempt at the atrial position.